Manufacturer narrative:
Concomitant medical products: xenograft 20x10. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a recurrent incisional hernia. It was reported that after implant, the patient experienced infection and abdominal wall necrosis. Post-operative patient treatment included multiple wound debridements, placement of wound vac and mesh removal surgery. The device had been used with xenograft 30x30, xenograft 30mlx20 and xenograft 20x10.